Event description:
It was reported that a multirate large volume infusor did not flow. This was observed while filling the device with saline and 5fu via syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection revealed no signs of blockage or physical abnormality. A functional flow test was performed evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the solution in the device was completely empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.